Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) reported no one had any information regarding the lot number. The rep stated they were told there was no patient injury. Additional information from the healthcare professional (hcp) via the rep reported the issue was identified during a breast oncology case, nipple/skin mastectomy on april 17th, 2019. The generator was taken out of service immediately. It was not known when the issue occurred during the procedure. The rep noted the information provided was confirmed with the account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the manufacture representative (rep). It was reported the generator was owned by the facility and once their biomed department confirmed the end of life letter and the problem, the generator was removed from service. The rep stated they spoke to the biomed manager and she confirmed the generator was still in the biomed department and would most likely be disposed of as trash.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from biomed regarding a generator and a handpiece used in an unknown procedure. It was reported during the case the healthcare professional (hcp) stated there was about a 6 mm flame that shot out of the handpiece. It was noted they swapped the handpiece for another one and continued the case. It was noted the biomed did not have the handpiece as it was discarded by the hcp. It was noted there was patient involvement, but there was death or serious injury and there was no impact on the patient outcome.